Manufacturer narrative:
(B)(4). Data acquisition board and connection cable were replaced. The unit was returned back to service.

Event description:
The hospital reported that, the unit showed the message of replace the flow sensor. There was no reported patient involvement.